Manufacturer narrative:
Concomitant medical products: 457445, lead implanted: (B)(6) 2019; lnq11 icm implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that it was discovered via a remote monitoring transmission that there was an alert for the device reaching recommended replacement time (rrt) within approximately three months of implant, with rapid battery drain also reported. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the device was returned and analyzed. Hybrid analysis confirmed a depleted battery due to high current drain. The high current drain was determined to be due to a faulty ceramic capacitor. If information is provided in the future, a supplemental report will be issued.